Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow-up. Upon attempting to interrogate the pulse generator could only be interrogated with inductive telemetry. After a device software download, normal device function resumed. The patient was stable throughout the interrogation. On (B)(6) 2017 the device was explanted and replaced.

Manufacturer narrative:
Final analysis found normal device characteristics.